Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was using lcsc5 during the case. The instrument worked for about 30 seconds, then it emitted a solid tone. With rep present, both the nurse and surgeon troubleshot. The lcs was taken off the luke handpiece and reassembled. The blade tip was also cleaned off with saline and a 4x4. However it still produced the solid tone when activated. Another lcs was opened and used with no problems to complete the case. There was no consequence to the pt.